Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent sdw (stent delivery wire) was kinked in the distal area. The stent struts were protruding through the catheter shaft. The introducer sheath was not returned. During a functional inspection, the concurrent catheter could not be flushed as the sdw was within the shaft. The sdw could not be advanced or retracted. The catheter shaft was cut in order to remove the stent. The stent was removed and was found to be deformed. The stent was broken. All stent markers were present. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent deployed prematurely during preparation' was not confirmed during inspection. The remaining two codes 'stent failed/unable to deploy' and 'stent friction' could not be replicated as the stent was returned partially protruding through the side wall at the distal end of the microcatheter, however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that the operator 'delivered a stryker stent. After it reached distal of the microcatheter resistance was encountered and the stent could not be deployed. The operator withdrew the stent and the microcatheter out and found distal mesh of the stent punctured through the distal catheter shaft'. In an event description update it was clarified that 'after the stent punctured through the distal catheter shaft, the operator continued to push it and then the delivery wire separated from the stent and was pulled out then. As a result the returned stent was separated stuck at tip of catheter shaft and the delivery wire was taken out'. The stent was returned for analysis partially protruding through the side wall near the distal end of the microcatheter. The stent was no longer loaded on the sdw (which is aligned with the event description update). An unsuccessful attempt was made to flush the system and advance/retract the stent but it was necessary to remove the stent by cutting the catheter shaft. Once removed, the stent was noted to be deformed and it was also broken/fractured. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was returned for analysis and was noted to be kinked/bent towards the distal end of the wire. Given the event description and the condition of the returned stent, one possible explanation is that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). This damage would have had to be very minor as the stent was able to be advanced through to the distal end of the microcatheter lumen. The user would experience resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent and sdw. However, it is not clear how the stent then punctured the distal wall of the microcatheter. An assignable cause of procedural factors has been assigned to the 'as reported' codes 'stent friction' and 'stent failed/unable to deploy' and to the 'as analyzed' codes 'sdw kinked/bent', 'stent friction', 'stent broken/fractured during use', 'stent deployed prematurely during use', and 'stent deformed' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed has been assigned to the reported event 'stent deployed prematurely during preparation.

Event description:
The stent (subject device) was returned for analysis and it was discovered that the stent (subject device) was broken and prematurely detached during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.